Manufacturer narrative:
Pending investigation. D10: 5690630 02-022-45-6050 - truliant tib fit tray cem sz 6f / 5t.

Event description:
As reported, approximately 5 years post op initial right tka, this 75 y/o male patient was revised due to a loose femur and recalled poly. Patient complaint of pain. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e. The revision reported was likely the result of patellar prosthesis wear and due to the reported femoral loosening. Failure of the cement used to secure the femoral component to the femoral bone, may have led to loosening at the cement-implant and/or cement-bone interface; however, this cannot be confirmed. Possible causes for polyethylene wear include maltracking between the patella and the femoral component, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. As the suspect device was not provided, these potential causes or their contribution to the sequence of events cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.